Event description:
It was reported by the patient that, this morning, he felt like there were ants on his back. This is the first time he felt that. Since he took off the unit this morning, the feeling went away. A new assembly bag will be sent to the patient, and the old one will be returned. It was later reported on (B)(6) 2022, that the patient stated that he noticed yesterday after contacting our customer service that he had a rash on his lumbar area. He went to the dermatologist today and was prescribed a cream which is considered medical intervention. The patient stated that he took benadryl for the itching last night and this morning.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that he felt ants like sensation on his back. This is the first time he felt that. Since he took off the unit this morning, the feeling went away. A new assembly bag will be sent to the patient, and the old one will be returned. The patient stated that he noticed yesterday after we spoke that he had a rash on his lumbar area. He went to the dermatologist today and prescribed a cream. He will call back with the name. Yesterday he stated that he just felt like there were ants on his back. The patient stated that he took benadryl for the itching last night and this morning. Replacement 63b electrodes were sent to the patient. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the 72r electrodes were received for evaluation. A visual inspection of the customer returned 72r electrodes was performed and indicated that the part was in good condition from visual perspective. The DHR/ coc was reviewed and showed no reported non-conformances and deviations. The failure was not confirmed for the reported condition of the "alteration in sensation & rash". The investigation indicated that all the specifications were within the limit. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "alteration in sensation & rash". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (18) total complaints from (july 06, 2021) to (july 06, 2022) for pn (106130-20) and events related to (alteration in sensation, rash). Keyword search criteria: (complaint code: medical: alteration in sensation; bhp: electrodes: rash/irritation). The search was specified to the lot no. 209102, the review of complaint history identified (0) complaints. The search could not be specified further because the main complaint was alteration in sensation and rash. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.